Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by failed door latch hooks. The failed door latch hooks were replaced.

Event description:
It was reported that a spectrum pump had a door that does not open, but was found during testing to have alarmed door not fully latched. It was also reported that there was no pt injury.